Manufacturer narrative:
The alleged deficiency could not be confirmed. Although the reported results were found in the memory of the returned device; failure analysis of the returned product revealed that the novamax plus glucose monitoring device performed within specification. The complainant returned the blood glucose test strips from the lot in question. Visual as well as chemical evaluation (by testing with control solution) was not able to replicate the alleged issue as the performance testing revealed the strips to perform within specification as well. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications. Nova biomedical will continue to monitor for recurrence as part of our post market surveillance program.

Manufacturer narrative:
User of the blood glucose meter is an (B)(6) female who was diagnosed at (B)(6). The reason for initial communication was due to low blood glucose readings where the user did not present with any sign or symptoms of hypoglycemia. There was no report of any adverse incident . During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Control solution was shipped to the consumer; a control solution test was performed in a follow up call showing the test strips to fall in range (82-127 mg/dl) indicating the meter and strips are performing as intended. Per label copy/ package insert - high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control - checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. - storage and handling keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips are expected to be returned for evaluation.

Event description:
Complianant's grandmother called into customer care concerned about the low blood glucose results obtained when she performed back to back tests.